Manufacturer narrative:
A product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the implant was found to be cracked and its haptic was detached during handling. As a result, the surgical procedure was prolonged to approximately 1 hour instead of 15 minutes. Additional information was requested and received stating that the problematic haptic was the posterior haptic and it was during insertion into the eye with patient contact. The iol was implanted and then explanted and replaced with another backup iol during same procedure. Surgical time was prolonged; the main incision had to be enlarged in order to explant the defective iol, followed by closure of the main incision with a suture, resulting in postoperative induced astigmatism and an additional postoperative follow-up visit for suture removal.